Event description:
A healthcare professional reported that a patient was injected with 0.8 ml of juvéderm® volbella¿ with lidocaine in the lips. Three months later, patient experienced lip swelling after performing ivf (patient takes rekovelle to stimulate the ovaries to grow and develop egg sacs). Patient was treated with antihistamines and non-steroidal anti-inflammatory drugs but had no effect. Patient was prescribed medrol 16 mg per day but swelling remains severe. The patient is continuing medrol, waiting for the egg retrieval. Symptom is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.